Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported right side rupture and "painful pulling and pressure in the breast." Patient representative also reported "weak immune system", "sleep problems", "stiff fingers", and "brain fog"; these are not device related. Device has been explanted.